Event description:
Information was received indicating that a smiths medical pump had a malfunction. The pump suddenly shut off on the patient while the patient was studying with her laptop on her lap. There were no reported adverse events.